Manufacturer narrative:
It was reported that the a button lock screw inserter broke intra-operatively during screw installation. The device fragments were recovered from the wound. Another inserter was used to complete the procedure without patient impacts.

Event description:
It was reported that the a button lock screw inserter broke intra-operatively during screw installation. The device fragments were recovered from the wound. Another inserter was used to complete the procedure without patient impacts.

Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the device has fractured off. The threads are also seen to have stripped. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use or not having the driver fully seated. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the a button lock screw inserter broke intra-operatively during screw installation. The device fragments were recovered from the wound. Another inserter was used to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the a button lock screw inserter broke intra-operatively during screw installation. The device fragments were recovered from the wound. Another inserter was used to complete the procedure without patient impacts.